Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear within the siltex cracking was noted and extending to the anterior view measuring approximately 9.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: capsular contracture, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who underwent breast augmentation with two unspecified mentor gel implants, suffered bilateral breast implant ruptures and bilateral breast capsular contractures (baker grade unknown), post-procedure. As a result, the patient underwent bilateral removal and bilateral replacement with the following devices on (B)(6) 2020: (left) 600cc mentor memorygel breast implant catalog: 3506004bc lot: 9409181 sn: (B)(4) and (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 9490864 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received the following additional information: the suspect medical devices were implanted in 2001 for breast augmentation revision, and post-procedure the patient also experienced indentation under the areola of both breasts. The breasts became more and more firm for over 10 years or so, both breasts had grade iii and bordering grade IV capsular contractures, and both nipples also point downwards. The patient's weight was also provided and populated appropriately. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.